Event description:
The physician implanted a 10x7 viatorr device. The porta vein was dilated with an 8x4 balloon. Large varices were noted near the portal vein. The physician spent time trying to balloon open a tight area at the junction of the portal vein and the parechyma of the liver. The device was deployed but had a large angle between the chain link and the rest of the device. The device ballooned to alleviate the gradient. The device ended up about 1mm short of the inferior vena cava. The physician then coiled the varices and the pt went home in a few days. One to two wks later the pts liver enzymes were elevated. The physician felt it may be due to a clot in the device or that the stricture area closed down. Mechanical thrombectomy was performed to remove the portal thrombus which caused the stent to migrate. During passage of the sheath through the stent ridge at the portal vein confluence in attempts to facilitate clot removal, the stent migrated distally to approx 1 cm above the confluence of the superior mesenteric vein and portal vein. This caused the entire portal system to be occluded. An additional 10x4 device was implanted where the original device was. The pt went home and approx tow to three weeks later expired. According to the sales associate the family decided to forego any further treatment.